Event description:
It was reported that a solution administration set ¿burst¿ after being connected to an unknown infusion pump. The set primed normally before the rupture. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the main tube. An underwater leak test showed evidence of a leak at the cut in the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.